Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a defibrillation failure. There was no patient involvement.

Manufacturer narrative:
The bench repair engineer assessed the device and confirmed the reported defibrillation failure. The device has an issue with the charging and discharging of the capacitor. Since parts for this model are unavailable, the device will be returned without any repairs. It is not serviceable and will be sent back as is.